Event description:
Boston scientific received information that after removing this guidewire from the associated lead, the guidewire broke in half. All pieces were successfully extracted from the patient without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt, visual inspection noted that the guidewire was severely kinked and the corewire was fractured 51.6 cm from the proximal end. The outer diameters were measured and confirmed to be within specifications.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.